Event description:
The customer ran a blood glucose test and received a result of 412mg/dl and went to the emergency room where they received a result of 365mg/dl. Customer was given insulin at the hosp. No controls in use. A request was made for the return of the suspect device and replacement product was sent.